Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an evodial 1.6 was observed to be cracked and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the actual sample showed no anomaly. Underwater air leak testing was performed (0.9 bar pressure) on both the blood and dialysate sides of the device. No leaks were detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.